Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer became stuck and was jammed. The drawer could be forced open by approximately one inch. The customer suspected that a vial may have been positioned upright inside the drawer, contributing to the obstruction. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A customer reported that the medication jam was cleared. Recovery was completed successfully, and medications were inventoried, confirming normal operation. The system functioned as intended after customer resolved the issue.